Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test during the pre-use check. The pressure transducer pcb (printed circuit board) was replaced but not returned for investigation. After replacement of the defective pcb, the device was in functional condition according to specifications and was returned to the customer in working order. Since no parts were returned for investigation, the root cause of the reported failed internal leakage test could not be determined.

Event description:
Manufacturers ref: #577239